Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, after patient use, the autopulse platform (sn (B)(4)) displayed a user advisory - ua 7 (discrepancy between load 1 and load 2 too large) error message. The error message could not be cleared by the user. No patient involvement.

Manufacturer narrative:
The reported complaint of a "user advisory - ua07 (discrepancy between load 1 and load 2 too large)" on the autopulse platform (sn (B)(4) was confirmed during device power on and archive data reviews. The investigation finding determined that the root cause of the reported issue was due to a defective load cell #2. No physical damage observed on the ap platform during visual inspection. During archive data review, ua07 error message was observed on the date the event occurred. Thus, confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. Thus, confirming the reported complaint. To remedy the reported issue, the defective load cell #2 identified during service evaluation was replaced. The ap platform was then re-tested and as expected, it passed all functional tests and ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).